Event description:
On 05/23/00, the flexposure retractor device was used in a disectomy case. When the cone-shaped portion of the retractor was being expanded, the surgeon noticed that the device was not opening properly. Upon removal of the flexposure device from the pt, the surgeon noted that the distal rivet was missing. The surgeon searched the surgical site and was able to remove all of the pieces of the rivet. Fluoroscopy was conducted in order to confirm the removal of all components. The pt was released from the hospital the next day without incident.